Event description:
It was reported that a 12-week-old infant with a tracheostomy tube for vocal cord dyskinesia and several failed extubations, experienced a tube failure. During a tube change, the cuff of the tube did not inflate despite a known and mastered preparation of the device by the professionals before its installation. The device was unusable. The customer was concerned with the risk of not being able to protect the patient's airways from vomiting. The issue was resolved with a change of device.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Manufacturer narrative:
Other, other text: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product sample nor photos were received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.